Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. Conclusions: during re-intervention scheduled date, continuity measurements were unstable, therefore, physician requested an additional analysis before performing a system revision.

Event description:
During the routine follow-up of the device involved in this report, a warning about high impedance at ventricular coil level (continuity) was displayed.